Event description:
Event description boston scientific received information that this pacemaker had reached elective replacement time and an upgrade procedure for a biventricular implantable defibrillator was attempted. The left subclavian vein was occluded and the implant was unsuccessful. The patient's procedure was postponed. The patient was pacemaker dependent. Within the week the patient was seen in the ER. The field representative(fcr) was called due to a concern there was a loss of pacing/capture(loc). Evaluation found the device tracking at 65 bpm, with normal function. There were no strips showing the loc. The fcr suspected the patient had a ventricular tachycardia episode but there were no stored electrograms to document, as the device was at ert. There were no mode or rate changes found when checking the daily measurements.